Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported condition. An air leak test was performed and no leak was observed. The set was loaded on a prismaflex control unit. The loading, priming and self-prime tests were performed, and the results were within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the beginning of treatment using a prismaflex m set, an air detector fault alarm was generated. It was confirmed that there were no bubbles observed. It was further reported that the blood could not be returned and approximately 189 mls of blood was lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.